Manufacturer narrative:
(B)(4). The reported issue 'cuff did not inflate symmetrically' could not be confirmed upon investigation of the returned samples. The customer returned two samples for evaluation. Visual inspection of the returned sample shows no abnormalities on both returned samples. Functional testing confirmed that both the cuff and pilot balloon inflated and deflated without difficulty. Dimensional assessment verified that the cuffs were symmetrical and met specification requirements. A device history record review could not be performed, as a lot number was not reported. Based on the investigation, the alleged defects of cuff not symmetrical, cuff not deflating, and pilot balloon not inflating could not be confirmed.

Event description:
It was reported that: "cuff did not inflate symmetrically. The issue was identifeied prior to use".

Event description:
It was reported that: "cuff did not inflate symmetrically. The issue was identified prior to use".

Manufacturer narrative:
(B)(4).